Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 633 mg/dl and ketones; cause of bg was not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, 2/21/2026 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.